Manufacturer narrative:
Examination of the returned used device found the bur detached from the inner hub due to oversized inner hub dimension. A review of the device history report found no anomalies that would contribute to this issue. A 2 year review of complaint history revealed a total of 46 reports with a quantity of 53 devices related to this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not use equipment if upon receipt, package is opened, damaged, or shows signs of tampering. Continually check for overheating, if overheating is sensed immediately discontinue use. Do not use burs for plunge cutting. Injury or damage could occur. Do not use shaver bur if they show any signs of damage. Inspect for bent, dull, or damaged blades and burs before each use. Do not apply excessive loading/force on the shaver blade or bur. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices, shaver blade or bur should be examined for damage and replaced if necessary. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the doctor that the sheath of the bur, h9133, is coming off the device while inside of the joint. There was no report of patient or user injury and the procedure was completed using another bur. This report is being raised based on a malfunction with potential for injury upon reoccurrence.